Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor displayed inaccurate values. The device was not change out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.